Event description:
Customer reported an incident of hyperglycemia requiring hospitalization at a time when he was unable to use the aviva system due to error within specifications, replacement test strips from manufacturer had not yet been delivered. A request was made for the return of the system, replacement was sent.